Event description:
It was reported by a MFR rep that the customer stated that during a procedure on (B)(4) 2011, a reoccurring message to re-insert the fiber card was received from the laser system. The customer was able to complete the procedure by rebooting the laser with no harm to the pt.